Event description:
Ous MDR - after an implantation period of approximately 33 months, ventricular oversensing was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area near the shock coil the insulation was rubbed through. This damage can be considered as the root cause of the oversensing mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. The available x-ray images were investigated. An elevated stress level of the lead due to multiple bends in the distal area of the lead as well as possible interaction with the ra lead cannot be excluded. Furthermore deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.